Event description:
It was reported that during a visit to the outpatient clinic the observation was made that there was an irritation of the skin. No patient injury reported.

Manufacturer narrative:
No product was returned. If the product is returned, this complaint will be reopened for further investigation. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event as described in description of non-conformance. Both products are manufactured with the same manufacturing procedures, process controls and inspections. Visual inspection: 32 samples were taken from cleo production line and were visually inspected in order to verify that the spring is not released. No discrepancies were detected. No root cause could be determined since the complaint could not be confirmed since no samples or pictures were received for evaluation. No corrective actions are required since the complaint could not be confirmed since no samples or pictures were received for evaluation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).